Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zmc and evaluation is currently underway. Review of the download data during last use in the field does not indicate a device malfunction that would contribute to the alleged burn.

Event description:
A us distributor reported that a patient had a burn under the lifevest. The patient reported that his burn felt like "the front therapy electrode pad was going into his chest and pulling his heart out." The patient originally reported that he had received a shock and that, specifically, the gel had burned his skin. Download data confirms that the belt did not release gel or deliver a treatment shock. During a later follow-up call, the patient reported that no blue gel had been present. The patient's son later reported that the patient had had a heart attack. The patient's son also reported that the patient had been admitted to the hospital as a result of the burn. It was reported that the patient was staying in the oncology unit of the hospital. The patient received medical attention for the burn while at the hospital. The patient's son reported that hospital staff applied ointment to the burn. During a later follow-up call, the patient reported that after using a cream that the doctor prescribed, the burn was improving.